Manufacturer narrative:
Continuation of d10: product ID: 3889-33, lot# va23hma, implanted: (B)(6) 2019, product type: lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. They reiterated the information from their previous call and then stated that they had seen their managing health care professional (hcp) on (B)(6) 2021 and they¿d had x-rays of their back to check components. The patient noted that they had had back surgery in (B)(6) 2020, had a disc in them and now wears a brace (not alleged to be related to the device/therapy). The patient mentioned concern about the wire being twisted so the hcp ordered x-rays. The patient stated that the hcp said that everything looked fine and the patient said that that they had received a call from a local manufacturer representative (rep) as they were driving home who had provided the patient with some programming guidance, told the patient to increase as high as they could on program 3. The patient said that they increased to 1.0 however decreased to 0.8 as the vibration wouldn¿t stop. The patient stated that this past week, they noticed a return of symptoms and they weren¿t able to hold their bladder and that ¿yesterday,¿ they turned their stimulation off and that resolved their bladder symptoms however not ¿the pooping;¿ the patient said that they couldn¿t hold it. When asked, the patient said that they were constantly constipated and to strain to go. The patient said that they had been constipated all last week and had been eating more fiber to hopefully move it. The suggestion for the patient to consider tracking their food to determine however the patient¿s body responded and if there were specific foods that contributed to the patient¿s symptoms was reviewed with the patient. The patient was redirected to discuss that aspect with their hcp. The patient was still concerned that their may be an issue with the wire so patient services redirected the patient to contact their hcp and follow up with the rep to schedule an appointment for device check. No further complications were reported at this time.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. Patient stated that they don't think ins is working because patient only had stim at 0.8v before when they turned stimulation off and now increased stimulation to 4.0v and pt stated they are not feeling stimulation at all. Patient stated previously they were feeling stimulation at 0.8v. Patient inquired if they need to change program. Reviewed therapy considerations with patient and redirected to hcp to discuss therapy/symptoms. The circumstances that led to the reported issue were unknown. See above. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue. No further complications were reported/anticipated at this time.

Manufacturer narrative:
Date of event: event date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/pelvic floor. It was reported that the patient saw the healthcare provider the day of the call because the machine went crazy the other day, meaning it just started shocking them or pulsating really bad and it did it for 35 miles. The patient stated it started when they were walking through a store. The patient called their healthcare provider and were told to turn it down. The patient also changed from program 3 to program 2 but then started losing stool again. The patient noted this occurred the day after christmas. It was recommended that the patient change back to program 3 but keep amplitude at a lower comfortable level since that appeared to work better for them. No further complications were reported.

Event description:
Additional information was received from the patient. Patient called back and said that she is on the last program and doesn't know if they can adjust any higher and is still leaking. Patient was directed to bring her diary to appointment to review information.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. They reported that it was unknown if there was an issue with the wire or what may have caused an issue. They reported that the issue had not yet been resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. It was reported that they changed there setting and the issue has been resolved. No further patient complications are anticipated or expected as a result of this event.

Event description:
Additional information was received from the patient. They reported that they are working with a manufacturer representative (rep) but still leaking. Something is still not right, bladder is now leaking.

Manufacturer narrative:
Concomitant medical product: product ID 3889-33 lot# va23hma implanted: (B)(6) 2019 product type lead medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.